Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The customer reported that the physician had issues with the dilators from the balloon pump kits. The even tried using maquet's .035 wire just for gaining access. He stated that the small dilator was tapered but the large one was not. This was causing the issue of tearing or damaging the vessel upon insertion. The physician also mentioned that this causes the wire to have too much free space within the dilator.

Manufacturer narrative:
The introducer sheath dilator assembly, step dilator and guide wire were returned. The two dilators returned were both found to be tapered. However the introducer dilator tip was found to be slightly oval shaped and tubing slightly curved. (B)(4).